Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 30 mg/dl. The customer was concerned since his sensor glucose was 180 mg/dl at the time and the threshold suspend did not activate and stop the insulin pump. Troubleshooting for the low blood glucose was declined since the customer already treated for the issue. No products were returned or replaced.